Event description:
It was reported, that the insulin gauge was inaccurate. Additionally, it was reported, that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer's blood glucose was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.